Event description:
It was reported the pt experienced a loss of therapy. Reprogramming was attempted. Impedances were out of range. An x-ray was taken without indication of system disruption. A revision procedure was planned. The procedure was performed with reprogramming. The pt received therapeutic response to her satisfaction. The pt asked about possible falls/accidents. The pt admitted getting on a device that hyperextends/flexes the back to stretch. The therapy was decreased after this incident. At explant, the physician noted fluid in the insulation surrounding the lead. The pt recovered without sequela.

Manufacturer narrative:
The lead was returned for analysis which was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.